Manufacturer narrative:
B3: july 2025 was the reported month and year of the event but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after intubation in the emergency room; a cuff leak was confirmed. The second tube was replaced and a leak was also found. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: two used samples were received for evaluation. Visual inspection found no damage or anomalies. To replicate clinical use, both returned cuffs were fully inflated with air by an ICU medical provided syringe. The samples were then submerged in a water bath to check for leaks. No leaks were observed on either sample. The complaint of a cuff leak could not be replicated or confirmed.